Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Age or date of birth - ni. Weight - ni. Date of death - ni. Date of event - ni. Device code - ni. Expiration date - ni. Date implanted - ni. Date explanted - ni. Initial reporter ¿ the article was written by weird p. Zijlstra, hugo c. Van der veen, inge van den akker-scheek, mark j. M. Zee, sjoerd k. Bulstra and jos j.a.m. Van raay involving the netherlands hospitals medical centre leeuwarden, martini hospital and university medical centre groningen. Manufacture date ¿ ni.

Event description:
Information was received based on review of a journal article titled, "acetabular bone density and metal ions after metal-on-metal versus metal-on-polyethylene total hip arthroplasty; short-term results" which aimed to examine the clinical results following total hip arthroplasty in a study of 70 patients that may have experienced a decrease in acetabular bone density due to the use of metal on metal and metal-on-polyethylene implants using the m&#8301;magnum, advantage and mallory-head acetabular components and arcom polyethylene liners manufactured by biomet; and to investigate the comparison between the use of metal-on-metal implants and metal-on-polyethylene implants. Seventy patients identified in the article that underwent hip arthroplasties on unknown dates. Patient follow-up results provided indicate that the chromium levels were elevated a median of 0.50 at one year post-operatively after use of metal-on-polyethylene. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.